Event description:
It was reported that there was a burning smell coming from the 7700 system. It was noted that the right monitor was not functioning. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an investigation. Based on information provided. The following component has been requested. Right monitor. It is believed that once the identified component is replaced, the reported issue will be addressed. If any additional information is received that indicates otherwise, a follow-up report will be submitted as required.